Manufacturer narrative:
The information for the additional 510k is as follows: g4. PMA / 510(k)#: k222591a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported after using bd bactec¿ plus aerobic/f culture vials (plastic) there was biological contamination seen in one sample. This led to an unusual growth of an anaerobic bacteria, staphylococcus saccharolyticus in an aerobic vial. No patient impact reported.

Event description:
It was reported after using bd bactec¿ plus aerobic/f culture vials (plastic) there was biological contamination seen in one sample. This led to an unusual growth of an anaerobic bacteria, staphylococcus saccharolyticus in an aerobic vial. No patient impact reported.

Manufacturer narrative:
Investigation summary catalog 442023. Batch no. 4059770. Customer reported a contamination issue. Photo of a bottle and epicenter screenshots were received. No damage to the bottle was observed. Upon further evaluation it was noticed that complaint received was from a product already expired. Investigation cannot be conducted to the retention samples since the product is already expired. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. The batch history record was not reviewed as the lot is expired, nonetheless batch history records are always reviewed prior to product release. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. The specimen must be collected using sterile techniques to reduce the chance of contamination. Do not use culture vials past their expiration date. Complaint is unconfirmed. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.